Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1 month after the dental implant and full lower arch were placed in ada site 22 in the mouth, the implant did not integrate. Clinician noted the patient's infection, abscess and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015.

Event description:
The clinician reported that over 1 month after the dental implant and full lower arch were placed in ada site 22 in the mouth, the implant did not integrate. Clinician noted the patient's infection, abscess and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Follow-up being sent in order to correct the name of the implant.

Event description:
The clinician reported that over 1 month after the dental implant and full lower arch were placed in ada site 22 in the mouth, the implant did not integrate. Clinician noted the patient's infection, abscess and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).